Event description:
It was reported that during use of a bur guard in an oral procedure, the device overheated resulting in a burn to the right lower mucosa of the pt's mouth. The burn site was debrided, the pt received antibiotics and was discharged home. It was reported that during a follow up visit, the burn site was noted as healing.

Manufacturer narrative:
Investigation findings: three bur guards were received for evaluation as the customer was unaware of which bur guard was used at the time of burn injury. The reported problem of overheating was unconfirmed as all three devices were found to have damaged bearings rendering them inoperable for testing. It was also noted that preventative maintenance was overdue on all three units. The customer will be contacted with info regarding this product.